Event description:
It was reported that the patient presented in the ER after receiving shocks. Upon interrogation, ovsersensing was observed. X-ray revealed lead dislodgement in the atrium. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.